Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent tibia hardware removal due to delayed union. There was a revision to tibial nail. The procedure was successfully completed. It is unknown if there was a surgical delay. This report is for one (1) unknown screw. This is report 3 of 3 for (B)(4). This (B)(4) was created to capture the 3 unk - screws: locking out of 13 devices in (B)(4).